Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient had an infection at the implantable neurostimulator (ins) site 5 years ago (healthcare provider (hcp) did not give an exact date) and the surgeon decided to remove the entire dbs system at that time. No manufacturer representative (rep) was made aware of this at that time. Rep was notified at the surgery to replace the 2 brain leads on (B)(6) 2026. Rep says the infection has been resolved by the time of the report. Rep indicated that the system was discarded after removal. Rep indicated that the explant date will not be made available.